Event description:
It was reported that there was damage to the pneumatic tap on the pump that caused cartridges to not fit properly on the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.